Manufacturer narrative:
Add'l #1627487-12192011-003-r. This ipg serial number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had been experiencing difficulties initiating communication between the ipg and both the charging system and the pt programmer. The pt also reported he went into remission and had not used the system for the past few months. The pt also reported not charging the system during this time. A replacement pt programmer and charging system did not resolve the issue. Surgical intervention is pending to address the issue.